Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/25/2020. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, it was found that the suture had been detached from the needle. There were no adverse consequences. No additional information was provided.